Event description:
It was reported that suspected failure to sense or capture was noted. Abnormal device function based on telemetry monitor. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.